Event description:
Philips received a complaint by the customer on the v60 indicating that while preventative maintenance was being performed, it was observed that there wags misalignment in the touch position of the screen. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Since it was not resolved by calibrating the touchscreen, the touchscreen will need to be replaced to resolve. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. The touchscreen flex circuit failed required resistance and resistance ratio testing. The high out of spec resistance results are the reason for the touchscreen misalignment issue and the reason for the confirmed touch screen accusation.